Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). Product ID: 3889-28. Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device was not working since his fall. The patient stated that he had a fall in (B)(6) 2018 and the manufacturing representative (rep) looked at an x-ray from the fall. The rep compared the x-rays form the beginning of surgery and after the fall and confirmed that the lead had moved. There were no symptoms or further complications reported or anticipated.